Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthetic gas scavenger system was cleaned to resolve the issue. No patient information to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.